Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural mi post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, chronic pulmonary disease, and hypothyroidism. At the time of index procedure, angiography revealed 80% stenosis in the proximal right coronary artery. The indication for the procedure was angina pectoris. The lesion was described as 40 mm in length, class b1, and de novo. The reference vessel was 2.25 mm in diameter and moderately tortuous. As planned, the lesion was pre-dilated with a 2.5 x 15 mm firestar dilation catheter at 8 atm and a 3 x 33 mm cypher rx was implanted at 12 atm. Due to the stent did not fully expand, the stent was post-dilated with a 3.5 x 15 mm balloon at 16 atm. Consequently, the second 3 x 13 mm cypher rx was implanted overlapping proximally to the initial stent at 16 atm in order to fully cover the lesion. Due to this stent also did not fully expand, the stent was post-dilated with a 3.5 x 15 mm balloon at 16 atm. Pre-procedure enzymes were normal in range. At 6-12 hours post index procedure, the troponin I was 0.11 (0.03 unl). At 16-24 hours post index procedure, the ck was 348 (195 unl), ck-mb was 41.2 (6.3 unl), and troponin I was 2.85 (0.03 unl). At discharge, the ck was 428, and ck-mb was 21.1. As per adjudication report, the ECG core lab and ECG tracing were not received from the site. According to the site, there was no adverse event occurred post index, but this elevation of enzymes was later diagnosed as a protocol defined non-q wave mi and periprocedural pci based on the received cec adjudication minutes. There were no procedural or angiographic complication reported and the patient was discharged in two days on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15212190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00260 and 3003742446-2012-00261.

Event description:
As reported from the (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural mi post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed 80% stenosis in the proximal right coronary artery. The indication for the procedure was angina pectoris. The lesion was described as 40mm in length, class b1, and de novo. The reference vessel was 2.25mm in diameter and moderately tortuous. As planned, the lesion was pre-dilated with a 2.5 x 15mm firestar dilation catheter at 8 atm and a 3 x 33mm cypher rx was implanted at 12 atm. Due to the stent did not fully expand, the stent was post-dilated with a 3.5 x 15mm balloon at 16 atm. Consequently, the second 3 x 13mm cypher rx was implanted overlapping proximally to the initial stent at 16 atm in order to fully cover the lesion. Due to this stent also did not fully expand, the stent was post-dilated with a 3.5 x 15mm balloon at 16 atm. Pre-procedure enzymes were normal in range. At 6-12 hours post index procedure, the troponin I was 0.11 (0.03 unl). At 16-24 hours post index procedure, the ck was 348 (195 unl), ck-mb was 41.2 (6.3 unl), and troponin I was 2.85 (0.03 unl). At discharge, the ck was 428, and ck-mb was 21.1. As per adjudication report, the ECG core lab and ECG tracing were not received from the site. According to the site, there was no adverse event occurred post index, but this elevation of enzymes was later diagnosed as a protocol defined non-q wave mi and periprocedural pci based on the received cec adjudication minutes. There were no procedural or angiographic complication reported and the patient was discharged in two days.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, amlodipine, aspirin, beta blocking agents, plavix, hctz, rosuvastatin, and simvastatin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00260 and 3003742446-2012-00261.